Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 449 mg/dl and a 48 mg/dl ketone level. Reportedly, an occlusion alarm occurred. Customer delivered a correction bolus to initially address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. The technical support team informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the occlusion alarm. The issue was resolved and no permanent damage to the customer was reported; however, the customer declined follow up from the technical support team to obtain the ER discharge date.